Event description:
On (B)(6) 2014, olympus biotech pharmacovigilance received a report of wound inflammation in patients who received opgenra for posterolateral lumbar spinal fusions. A physician reported a 'high degree of wound inflammation' when opgenra was used in the plf procedures. The physician reported that he could not attribute the inflammation to the opgenra specifically, however, he did state that the wound inflammation was mild in nature and did not require intervention. The olympus biotech medical reviewer assessed the events as non serious, expected and possibly causally related to the opgenra. The report was received as part of a development of value messages for opgenra interview conducted by (B)(4) on behalf of olympus biotech international. No add'l info was received with the initial report. Add'l info will be requested.